Manufacturer narrative:
(B)(4). Batch # n5759n. Additional information was requested and the following was obtained: can you please clarify how the device "worked improperly"? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Surgical act description. On (B)(6) 2017, I have performed lsg procedure - middle aged woman about (B)(6). After preparing the stomach, I started to cut it with a stapler in a typical way along the introduced stomach tube with a diameter 40 fr. I used 5 charges - 2 green at the beginning, then 2 yellow and 1 blue at the end. It was rather subtle and delicate feeling but after cutting the stomach walls to the angle of hiss and checking the staple line I realized that something went wrong. From the beginning I felt that the knife works harder and with a kind of resistance but because it was, as I told, very delicate felling, I have combined these two things - harder working stapler with the effect not until the finish of the cutting the stomach. Then I have checked the imperviousness of the staple line filling the "new stomach" with a blue liquid through the stomach tube. In a distal sector of the walls fusion (more or less in the place of the second charge) I have noticed the blue contrast and air bubbles as symptoms of the leakage. Usually I do not sew the staple line with a surgical thread but in this case I have decided to do it. As it has occurred later it was the best solution in this situation. I have sew not only the leaky sector but the whole fusion from the angle of hiss till the prepyloric part of the stomach. As a result the patient had no bad short- and long term implications of this surgical act. She left the hospital 2 days after the procedure in a good condition. The analysis found that the long60a device was received in good visual condition and without cartridge loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the echelon worked improperly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.